Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the lifevest. It was reported that the patient's garments were too tight, causing the irritation. The patient's nurses began using creams on the irritation. The patient was also given new garments. Follow-up indicated that the irritation was improving.